Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged insulin gauge issue could not be verified. The cartridge was not returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred, and that the cartridge was leaking from the o-ring near the septum across multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 300 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.